Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high elecsys cea assay result from the cobas 6000 e601 module. The initial result was 4.23 ng/ml and the repeat result was 1.06 ng/ml. It was unknown if any erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 355429. The expiration date was requested but was not provided. The field service representative could not determine a cause.

Manufacturer narrative:
The provided calibration data is acceptable. The provided qc results are within ranges on cells e2-1 and e2-2. The investigation did not identify a product problem. The cause of the event could not be determined.